Event description:
A hospital in (B)(6) reported via a fph field representative that the connection between the water feedset tube and the spike of two mr290 autofeed humidification chambers was leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: both complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) for inspection. The chambers were connected to a water bag to test for leaks. Results: the water filled both chambers until the water flow was stopped by the float. Then small drops of water started to build at the connection between the feedset tube and waterbag spike of both chambers. A lot check revealed 15 other complaints of this type for lot number 100213 conclusion: the cause of the fault was determined to be insufficient glue being applied to the feedset tubing at the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).